Event description:
The pt reported the infusion tubing is broken and the pt experienced issues with the cannula of the headset. No physiological effects were reported. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report. No product will be returned for eval.